Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed pump reboot events as well as cs 128 call service alarms. During investigation, the cs 128 alarm was received on each rewind attempt. The ¿no power¿ complaint was unable to be adequately investigated due to the inability to execute a 24 hour basal program. Unrelated to the original complaint, the pump case was removed and there was evidence of moisture ingress on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).